Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and defib shock testing without duplicating the report. The defib receptacle and the multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2021-04032 and 1220908-2021-04004 for similar reports from the same customer.